Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case , it was reported that the valve was explanted after an implant duration of approximately 6 months due to fungal prosthetic aortic valve endocarditis. Based on the op report, this patient had a history of aortic insufficiency and coronary artery disease and underwent an aortic valve replacement with the edwards valve and coronary artery bypass grafting x 3. The patient had a prolonged postop ICU course after this operation complicated by respiratory failure requiring tracheostomy, episodes of pneumonia, episodes of line sepsis from a PICC line, acute renal failure requiring temporary dialysis, and malnutrition requiring a peg. The patient was discharged, however, was readmitted with recurrent fungemia and pneumonia. An echo performed suggested a vegetation on the prosthetic valve. He also had positive blood cultures for candida, and a tee that was done on (B)(6) 2012 showed large vegetations on the prosthetic valve. Since the patient had confirmed fungal prosthetic valve endocariditis, reoperation for redo aortic valve replacement was planned. Upon examination of the previously implanted bioprosthetic valve, multiple vegetations of all leaflets were observed. A gram stain obtained in the operating room demonstrated the presence of fungi, but no other bacterial organisms. The valve was relatively well incorporated into the annulus, and all previous sutures were removed. The valve was separated from the annulus, and the annulus was debrided with care taken to remove all identified pledgets. A new edwards bioprosthetic valve was then implanted with satisfactory clearance of the coronary ostia. A post-procedure tee was done in the operating room, and this demonstrated mildly depressed left ventricular function, but normal bioprosthetic valve function.

Manufacturer narrative:
(B)(4) vegetations. Device not returned. Unfortunately, the explanted valve was not returned for analysis; therefore, the source of the reported infection could not be confirmed. Although the root cause of this event cannot be conclusively determined, the op report indicates that the patient had recurrent fungemia and also had positive blood cultures for candida. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.